Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A venous sample collected from this patient was tested in the laboratory using an unknown method, resulting with a value of 3.29 inr. 20 minutes later, a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.